Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector shattered when the user detached the device, and when attempting to place a new connector the sensor detached, after which the user experienced hyperglycemia managed with a subcutaneous insulin pen; device problems included a cracked connector and a dislodged sensor with no device alerts or alarms. Symptoms included nervous shaking. Outcomes included transient elevated blood glucose up to 260 mg/dl for approximately 30¿45 minutes, self-managed without medical intervention or assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed physical damage to the connector and loss of sensor attachment consistent with handling during detachment. It was concluded that the event involved device damage resulting in temporary loss of therapy and monitoring continuity, with resolution after backup insulin use.